Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: patient consequences? What were they? Stapler wouldn¿t release with emergency protocol; had to cut out of tissue; additional blood loss requiring administration of additional blood. How was the case finished? Ie opened a 2nd stapler, alternate technique etc. Areas that were cut were repaired with sutures. Facility is retaining device.

Event description:
It was reported that during a thoracotomy and lobectomy the tissue was clamped on and the device was fired. The blade advanced but did not retract. The rep instructed the customer to try the reverse button but this had no "affect". The rep then instructed the customer to use the manual override but they had already started this process. The ratchet mechanism was used but the blade still would not retract. The surgeon ended up cutting the device out of the lung tissue.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was the procedure open or vats? How many times was the manual override lever ratcheted? What color cartridge was used? On which firing of device did issue occur? What structure was device being fired on? Were any unusual noises noted? Was the device difficult to close? What troubleshooting steps were taken to open device? What is the current patient status? [(B)(4)].